Event description:
It was reported that the patient experienced hypoglycemia while using the ilet and requested a replacement pump, citing algorithmic concerns and frequent pausing of insulin to avoid further dosing; the reported lowest glucose was 40 mg/dl and the patient treated with oral carbohydrate such as sweet bread, with no hospitalization or emergency care. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention consisting of oral glucose intake, and classification as serious injury or illness. Investigation included communication with the patient and review and analysis of information provided by the user and third party. Investigation of this case revealed no device problem and indicated a use-of-device problem related to extensive manual pausing and late announcing, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.